Event description:
It was reported that during the procedure, the physician did not plug the unused superior vena cava (svc) port. The company's technical services consultant noted that labeling indicates that the unused port should be plugged. However, it is not expected that this would cause any undue clinical or device performance issues provided that the svc coil remains programmed off for the entire service life of the device as well as all associated lead monitor functions. The device was later removed due to infection. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.